Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced an pump error during normal use. Customer stated that time did not advance. Blood glucose level at the time of the incident was unknown. The customer was advised that the insulin pump would be replaced and revert to back up plan. The customer agreed to return the product for analysis.